Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the device exhibited auto mode switch episodes. Competitive atrial pacing, pacemaker mediated tachycardia and atrial undersensing were noted. Atrial arrhythmia was seen which was not sensed by the device which resulted in pacing through the arrhythmia. The patient was seen in clinic on (B)(6) 2018. Programming changes were made. The patient was asymptomatic.